Event description:
Pt specimen collected from sterile site (amygdala) with culture swab. A gram stain was made directly from this culture swab, and the presence of gram variable bacilli (3-4/oil field) was observed. Both aerobic and anaerobic cultures from this site were negative. The pt's physician had low degree of suspicion of infection. To investigate this, a gram stain of a sterile, unused culture swab transport medium was performed. This revealed the presence of similar gram variable bacilli. Gram stain of uninoculated glass slide revealed no organisms. MFR tech rep was contacted regarding this problem on 7/29/94 and 8/1/94. She indicated the product insert clearly states the presence of nonviable organisms in their product. The product insert as of 7/93 includes a statement regarding the presence of nonviable organisms in culture swab transport media that stain variably with gram stain. There is no indication of the anticipated number of these organisms in their products. Nor is there any statement regarding the contraindication of using the culture swab for gram stain of specimens collected from normally sterile sites. However, these product inserts are dated 8/86, and have no such statements regarding the presence of these organisms. Rptr has had no notification of the changes made in the product insert. Co's tech rep indicated no need to contact FDA.